Event description:
Information was received from a patient rep (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the stimulation turns off automatically. Caller added that the pt was using therapy group b and every once in a while the stimulation shuts down and when the pt went to charge after a day or so they noticed that the stimulation was off. Caller mentioned that the problem happened twice over the last one and a half weeks. Agent redirected caller to managing hcp and mdt rep for further assistance on the stimulation turning off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.